Event description:
On (B) (6) 2010, patient reported having continuing occlusion issues and her blood glucose is very elevated as a result. Patient stated, her blood glucose has been very high up around 17.2 mmol/l (309.6 mg/dl) or 18.2 mmol/l (327.6 mg/dl) and her normal range is around 2-32 mmol/l (36-576 mg/dl). Patient reported, she changes her headsets once a day and her infusion tubing is changed every 2 days. Patient reported, the issue is not lot specific; she has used different lot numbers. Patient reported when she fills an insulin cartridge, the insulin is cold. Advised to let the insulin warm to room temperature. Patient stated, she will disconnect from the infusion site and it will prime for about 0.6 units of insulin then occlude. Patient reported, she will disconnect the infusion tubing and it will prime for 1.6 units and then occlude. Patient declined to go on her backup infusion device for troubleshooting. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.